Event description:
A company representative reported that a cayman anterior screw, "continued to spin and not lock into the plate," during surgery. The doctor attempted implantation with a second cayman anterior screw but could not get enough purchase in the bone. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. Inspection of the returned devices identified deformation on the threading of the screws. This report captures the second cayman anterior screw.

Event description:
A company representative reported that a cayman anterior screw, "continued to spin and not lock into the plate," during surgery. The doctor attempted implantation with a second cayman anterior screw but could not get enough purchase in the bone. The procedure was completed successfully with no surgical delay and no adverse consequence to the patient. Inspection of the returned devices identified deformation on the threading of the screws. This report captures the second cayman anterior screw.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.